Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of femur and tibia at the cement to implant interface. Cement manufacturer unknown. He had a sigma uni knee implanted years ago. Patient was a clinic patient and no records of the implants or the exact date. Surgeon converted the patient's knee to a tc3 because he was unstable and had a large deficit from removing the all poly tibia. Doi: unknown; dor: (B)(6) 2018; right knee.